Event description:
It was reported that at the end of a spine procedure, the doctor alleged that the handpiece was hot. The procedure was completed using the same device. There was no delay to the procedure, and no adverse consequence to the user or pt as a result of this malfunction.

Manufacturer narrative:
Investigation results confirm the alleged complaint. The rotor was replaced and maintenance was performed.